Event description:
Center administrator (ca) reports one incident of a blood leak with the CT 190g dialyzer. It was the 15th use. One hour into treatment, the blood leak alarm sounded. The blood leak was confirmed with positive hemastix. Blood was not returned to the patient with an estimated blood loss of 200cc to 300cc. Treatment was resumed with new disposables and completed without further incident. Ca reports no paitent injury or medical intervention associated with this incident.